Event description:
During the completion of the upper lobectomy, when the device was placed on the tissue, the surgeons questioned the alignment of the device. They hoped they could oversew and continued with the firing. They struck the pulmonary artery and were unable to control the bleeding, the pt expired.